Event description:
It was reported that the customer had an issue with the mio and had a bent cannula. Customer stated that she smelled insulin and had a high blood glucose level. Customer's blood glucose level was 260 mg/dl. Customer treated with a correction through the insulin pump. Customer had a headache and stated that the high blood glucose level was a result of bent cannulas from the mio. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.